Event description:
It was reported that post op a low anterior resection procedure, the device performed as intended during the original procedure however over the weekend the patient was brought back to surgery and the proximal and distal ends of the transaction were purple and falling apart. Post op the second procedure the patient was taken back to surgery on (B)(6) 2012 and was given a temporary colostomy for about 6 months. The devices were discarded. On what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color cartridge was being used? White and blue. What other color cartridges were used before and after this event? Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Worked great the surgeon loved the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested.